Event description:
Reporter indicated that a systems diagnostics test at a routine office visit resulted in high lead impedance. The pt was asymptomatic. Review of x-rays by physician revealed no obvious discontinuities in the lead. Revision surgery is not scheduled. Device was programmed to 0ma output current. No serious injury was reported.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.